Event description:
It was reported that the outer package was opened, and it was found that the inner package was opened and sterility compromised. Used a different patella.

Manufacturer narrative:
When the investigation has been completed, it will be submitted in a supplemental report.